Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following an pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a cardiac tamponade. Approximately an hour to an hour and a half after the procedure the patient's blood pressure dropped. When examined by the physician they identified cardiac tamponade. Pericardial drainage was performed, and the patient is expected to fully recover. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.